Manufacturer narrative:
The t:slim x2 pump user guide states: your t:slim x2 pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent auto-off alarms. Customer's blood glucose (bg) level was 592 mg/dl with ketones. A manual injection was administered to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management. Reportedly, the customer reverted to manual injections for insulin therapy.